Event description:
Patient demographics: ethnicity: white type of procedure used: posterior spinal fusion (psf) levels: t10-ilium it was reported that intra-op, when the surgeon removed the sounder from the vertebral pedicle, it was noted that the ball broke off at the end of sounder. There was no safe way to remove the ball from the pedicle so it was left in the track of the right sacral-1 pedicle. The surgeon proceeded to place the pedicle screw into the track. The ball tip could be visualized on x-ray within the pedicle of sacral-1 vertebra.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.